Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a recent equipment inspection, it was observed that the attachment device was running hot. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was found to have good connection at the motor; however, there was high temperature. It was noted that the device reflected heat in the elbow with a reading of 105 degrees fahrenheit which is greater than the manufacturer's specification ((B)(4) degrees fahrenheit; specified reading is less than or equal to 103 degrees fahrenheit). It was also noted that the gearings and gears in the back end and mid-section and the tube bearings were all worn out and corroded. Therefore, the reported condition was confirmed. It was determined that the buildup of corrosion on the worn out bearings and gears was consistent with creating heat from normal use. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.